Event description:
It was reported that during a coronary stent procedure, the stent embolized. The physician had pre dilated the lesion in the circumflex artery. As the delivery/stent device was being advanced, the stent embolized. The lesion was rewired and a 1.5mm balloon catheter was used to compress the stent against the vessel wall. The physician was able to complete the procedure with another MFR's stent. No pt complications were reported.